Event description:
It was reported that the pt had been sick since the pump was implanted in (B)(6). The pt was found unconscious and sent to the hospital, the date of which was unclear. The pt was told in the hospital that she had a urinary tract infection. The pt had acute pain in the stomach, a burning sensation, nausea, loss of consciousness, vomiting, black stools, and a loss of appetite. The symptoms began in september following an "adjustment" of the patient's medication post implant while the pt was at the hospital. It was uncertain whether the medication or the dosage was changed. It was indicated that the pump contained fentanyl, dilaudid, "a medication that starts with a 'c' and a numbing medication." The patient's status was reported as "serious."

Manufacturer narrative:
(B)(4) (black stools, loss of appetite). (B)(4).